Event description:
It was reported that during a nephrectomy procedure, vessel was torn slightly after clipping. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Lockout fired through. Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionally it was noted to be empty and the lockout was fired through. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.